Event description:
It was reported that the device kept cycling through the initial self-test sequence and failed to boot up properly. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure initially. However, the reported issue was not observed after completion of other unrelated mandatory repairs. Physio observed proper device operation through functional and performance testing and returned the device to the customer for use. A conclusive cause of the reported device failure could not be determined.